Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had broken cable. The procedure was completed with no reported injury. The tenaculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the tenaculum forceps instrument with a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and device design. Additional observation not reported by site was also identified: the tenaculum forceps instrument was found to have various scratch marks on the main tube. The scratch marks were 0.084¿ - 0.154¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse.no image or video was available for review. A review of the the instrument logs for the tenaculum forceps (part number 470207-10/lot number n101910280009) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used in a procedure on 06-october-2021 via system sk2223. The alleged instrument had 6 uses remaining after the last procedural use. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.blank MDR fields:follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date in section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.